Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced pause episodes "similar to what could be loss of contact, also oversensing". It was noted that the patient underwent a medical procedure on the same day. The icm remains in use. No patient complications have been reported as a result of this event.